Event description:
During a prolasectomy procedure, the device stapler cut the mucous but the clips did not close and remained open, partly on the musous and partly on the stapler head. The case was finished with a manuel anastomosis to complete the case.